Manufacturer narrative:
MFR received date: 16 oct 2019. The touchscreen was returned for failure analysis. The touchscreen revealed no signs of damage or contamination. During investigation, it was determined that the resistance (ul_lr and ur_ll) and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22july2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue and replaced the touchscreen and the issue was resolved.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.